Event description:
It was reported that during a gastrectomy procedure, the device didn't work properly. The anastomoses gastric has problems. Another like device was used to complete the procedure. It is unknown if one device will be returned. There was no patient consequence reported.

Manufacturer narrative:
(B)(4) = pinion axle support. Additional information was requested and the following was obtained: what did not work properly with the device? The device has the both triggers together. Did the device deliver any staples? Not the complete line. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Is the device available to be returned for analysis? Yes, it is. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th. What color cartridge was being used? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, after the 3rd fire and when they use the device the problem occurred. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, in opening and closing the analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.